Manufacturer narrative:
Device manufactured on september 14, 2022- september 15, 2022. Six (6) actual samples were received for evaluation. Visual inspection, along with magnification was done which observed a white polymeric appearing particle found loosely on each fill port interior wall of two of the samples only. The particles were consistent with fill port material. No issues were found on the other four samples. The reported condition was verified on two samples only; however, not verified for on the remaining four samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had a foreign substance. This was identified during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the events occurred between (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.